Event description:
It was reported that an unspecified cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.